Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the surgeon fired the first ems stapler and only some of the staples formed. It appeared to only drive the staples out from one side, therefore the staples did not form. A 2nd ems stapler was opened and exactly the same thing happened. The surgeon need up suturing the mesh into position with sutures to complete the case.